Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The pressure tubing and extender tubing were also returned. A kink was observed on the catheter tubing approximately 40.6cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and no leaks were detected on the iab catheter. However a leak was detected on the pressure tubing female leur. A visual examination was performed and the female leur was found to be cracked causing the leak. This most likely is a result of over tightening the cap to the pressure tubing. The damage found on the pressure has no relation to the reported failure of gas loss in iab circuit. The iab was placed on the cardiosave pump and the iab fully inflated and deflated. The iab then pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined a kink in the catheter tubing. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after seven days of intra-aortic balloon (iab) therapy, repeated gas loss alarms occurred without any apparent cause. Therapy was concluded and the iab was removed. There was no patient harm or adverse event reported.